Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment threads were stripped and the battery cap was unable to tighten properly. In addition, the display was dim/discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation the threads on the battery compartment were found to be stripped and the battery cap was unable to tighten properly. In addition the pump powered up to a dim and discolored verify screen. (B)(6).